Event description:
It was reported that after an unknown procedure, the patient experienced post-operative bleeding. It is unknown how the procedure was completed. Additional information requested.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. Device evaluation: no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information received: what was the procedure? Antrectomy (resection of gastric antrum) how long after the procedure did the bleeding occur (provided number of hours, days, etc.)? After 48 h which vessel was the bleeding from? (A named vessel?) Right gastro-epiploic vessel was advanced hemostasis mode used for the full transection? It was used the advanced hemostatic function of the ¿seven¿. Was an exploratory done or a 2nd procedure to control the bleeding? It was necessary a reintervention to monitor the hemorrhage. If yes, where was the bleeding from? (No answer given). How much blood was lost? (Cc¿s) about 1200 cc. Was a transfusion required? Yes, 4 packed cells. What was the size of the vessel or artery? 3 mm. What symptoms did the patient present with to indicate post-op bleeding? Hemorrhagic shock. Was the patient still in the hospital when the post-op bleeding occurred? Yes.